Event description:
It was reported that the patient fell on their shoulder. The right ventricular (rv) lead had high impedance and a possible fracture. It was unknown if the patient's fall caused the lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).